Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 300296 lot 1811163 to investigate for this record. A leakage test was conducted with the returned sample and it was determine that the sample did not present the report defect. Bd was not able to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that leakage occurred past the stopper with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from portuguese to english: I send this email to expose my dissatisfaction with the quality of the new syringes of the bd brand. Few times happened, in the preparation of the medication, the flow back of liquid to the part behind the plunger of the syringe. I've talked with other colleagues from the unit and they also mentioned this situation happened. Also in blood collections the passage of droplets occurred to the back of the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the stopper with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: I send this email to expose my dissatisfaction with the quality of the new syringes of the bd brand. Few times happened, in the preparation of the medication, the flow back of liquid to the part behind the plunger of the syringe. I've talked with other colleagues from the unit and they also mentioned this situation happened. Also in blood collections the passage of droplets occurred to the back of the plunger.